Manufacturer narrative:
Investigation results: the complained product was not available for investigation. Neither an article number nor lot number could be identified. Batch history review: a review of the device quality and manufacturing history records is not possible since the lot number is unknown. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, permanent impairment. Conclusion and preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Event description:
It was reported that there was an issue with the product activl spinal implant system via information received from the annual activl enhanced safety surveillance study (ess) covering the reporting period from 01jan2023-31dec2023. According to the complaint description, implantation of an unknown activl device (three components) was performed at l5-s1 level. The patient experienced a sensory neurological event. Permanent impairment occurred. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference no. (B)(4). Associated medwatch reports: 9610612-2024-00076 ( aesculap ag reference no. (B)(4). 9610612-2024-00077 (aesculap ag reference no. (B)(4). 9610612-2024-00078 ( aesculap ag reference no. (B)(4).